Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a digging into skin under the lifevest equipment from falling on vibration box. Patient described the area as looking like a burn and vibration box digging into skin. The patient reported seeking medical attention, but there is no indication of medical intervention. Reporting out of an abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.